Event description:
Home patient (hp) report disconnecting solution bag on heater line of homechoice set and respiking new bag onto same line in dwell 6/8 of apd treatment while troubleshooting an alarm situation. Hp discontinued treatment and prophylactic antibiotics were administered. Rn reports no patient injury as a result of incident.